Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that fms tornado micro handpiece with buttons was defective. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the motor was not turning smoothly, therefore, the it was replaced. Also, it was identified that the locking ring did not close properly which was producing a defective in the drill mounting mechanism, as a result, it was replaced. Finally, the values of the keypad and the protective conductor resistance were out of tolerance, in consequence the buttons and the cable motor were replaced too. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the defective in the locking ring can be related to lack of maintenance as well as rough use by the user. For the motor failure could be attribute to a deterioration which may cause that the unit not working as expected. Besides, for the values of the keypad and the protective conductor could be as a failure to electrical components or lack of calibration. However, this cannot be conclusively affirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01-14-2016 and passed all functional testing before being returned to the customer.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the locking ring did not close properly which was producing a defective in the drill mounting mechanism. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.